Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-oct-2019 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 26-apr-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest during implantation of leadless implantable pulse generator (ipg). A temporary pacing lead was implanted and the ipg implantation continued. It was also reported that ipg thresholds were initially "unfavourable" but eventually a suitable threshold was obtained. Once positioned, the tether of the ipg delivery system was pulled to test the placement and pacing failure was observed. This was suspected by the physician to be due to the tip of the ipg becoming temporarily detached from the heart wall due to a tine extending. Further pulling did not elicit pacing failure and the tether was cut. The ipg remains in use. No further patient complications have been reported as a result of this event.